Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had audio anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that when self test was performed the insulin pump did not vibrate during vibrate test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.